Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated mesh exposure, dyspareunia, pain, recurrent uti, pelvic pain, oab [overactive bladder], vaginal tenderness, mesh erosion, bowel dysfunction, vaginal scarring.,